Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an external neurostimulator (ens) for trial stimulation. It was reported that the patient "pulled leads" after changing bandages after showering. No patient symptoms were reported.